Event description:
It was reported that a dexcom app crash occurred. The patient¿s physician reported an adverse event for one of her patients, ¿issues with their dexcom g7.¿ the patient was admitted to the hospital at the time of the report. The physician stated via email on (B)(6) 2025, ¿a few g7 sensors would connect in the app, and then he would get ¿kicked out¿ and told he needed to insert a new sensor. They went back to a receiver, but that also doesn¿t seem to be picking up correctly. We can see data on the physical sensor, but when we download it, there is almost nothing in there. We did confirm that the date/time were correct, and he is wearing his sensor appropriately.¿ no symptoms at the time of the event were specified. On (B)(6) 2025, during a phone call with the patient¿s parent, it as determined the phone was ¿kicking them out¿ while ¿their receiver is still working and still operational with their omnipod.¿ treatment details and duration of hospitalization were not specified. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.